Event description:
Customer reported a failure code 570:320. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during biomed testing. Although baxter requested. No additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 570 was confirmed. The failure code 570 indicates that the battery discharged to a potentially damaging level. CAPA mdq-CAPA-132 was opened and is investigating reports of the failure code 570.